Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction)? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures or any other testing performed? Results? Please describe any medical intervention performed including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an appendectomy on (B)(6) 2021 and suture was used. On (B)(6) 2021, the patient suffered from erythema, inflammation and induration at the incision site. Immediate washing and disinfection combined with antibiotic treatment was given. Three days later, the symptoms gradually improved and disappeared, and the suture was well absorbed. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 09/14/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Male, 44 years old, other information is unknown. Were any concomitant procedures performed? Unknown what symptoms did the patient experience following the index surgical procedure? Onset date? The patient's incision was found to be red and swollen and indurated after 3 days of procedure. Other relevant patient history/concomitant medications? Unknown patient symptoms manifestations (location, severity, appearance, systemic or local reaction)? Unknown were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unknown did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Post-op treated with antibiotics. Were cultures or any other testing performed? Results? Unknown please describe any medical intervention performed including medication name and results. Post-op treated with antibiotics, other information is unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. What is the patient's current status? Recovered and discharged.